Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, pacing capture threshold in the rv (right ventricle) was elevated, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead.

Event description:
It was reported by the patient that the lead integrity alert (lia) was triggered. Device was interrogated and noise with non-physiologic v-v intervals were observed in near field and far-field egm. Additionally, sensing integrity counter (sic) was 162 since (B)(6) 2016, and there was intermittent increased threshold. Noise not reproduced with pocket manipulation or myopotential maneuvers. The patient was admitted to the hospital through the emergency department for observation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.